Event description:
I had a right total hip replacement on (B)(6) 2009. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52. Prior to surgery, I had pain in the buttock that radiated around laterally and into my groin. The pain was so severe at times, that I could not walk or stand. After surgery, the pain went away but then in the (B)(6) of 2010, I began experiencing increasing pain over the hip. I had an aspiration of the right hip on (B)(6) 2010. Then, I had a right hip arthrogram and intra-articular steroid injections on (B)(6) 2010. I also had another right hip aspiration on (B)(6) 2010. I had to have a revision of my right total hip replacement on (B)(6) 2011, requiring additional hospitalization.